Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise resulting in a pause of less than two seconds. The noise could not be reproduced with isometric pocket manipulations and coughing. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed noise resulting in a pause of less than two seconds. The noise could not be reproduced with isometric pocket manipulations and coughing. This device remains in service. No additional adverse patient effects were reported. Additional information was provided that indicated that the cause of the oversensed noise was undetermined. Programming changes were made and the patient will continue to be monitored. This device remains in service. No additional adverse patient effects were reported.